Event description:
It was reported that there was noise on the right ventricular lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analyzed; analysis revealed the distal conductor was fractured. There was cosmetic environmental stress cracking on the outer tubing overlay, outer insulation bilumen tubing voids (non-electrical), and a cosmetic depression on the outer insulation. There was blood in/on the helix mechanism sleeve head and on the helix mechanism itself and the lead was flexed. Visual analysis noted that it appeared the lead was implanted with a bend at the tubing void location. (B)(4) distal conductor fractured (B)(4) full lead.